Manufacturer narrative:
Siemens completed the technical investigation for the reported issue. The technical investigation did not show a clear root cause (highly sporadic issue, traces have been turned on - there have been no more occurrences). The system has been updated from vb10a to vb20a (recall ct035/19/s, software update ct036/19/p). If the error reoccurres in vb20a, a new escalation will be opened and a new investigation will be started.

Manufacturer narrative:
Siemens has initiated a detailed technical investigation of the reported event. A root cause has not yet been identified. Siemens specialists visited the customer in order to better understand the event situation and the customer's concerns. The customer confirmed that he continues to use the system and feels the issue is under control, but he is not happy about the imaging delay. The technical investigation is ongoing and a supplemental report will be filed upon completion of the investigation. (B)(4). (B)(6).

Event description:
It was reported to siemens that after an I-sequence scan using the somatom definition edge system during an interventional procedure, images were not displayed in the 3duserone layout. The customer was not able to view the location of the needle. The customer waited 15 seconds but the images were still not displayed. This problem occurred three times during the procedure. A second I-sequence scan was performed in order to obtain the images. The customer reported this event resulted in delay of the interventional procedure and an additional x-ray dose (fluoroscopy mode) to the patient. The time duration of the delay was not specified to siemens. No additional patient injury was reported. On (B)(6) 2019, the customer contacted siemens stating that this incident could have had "serious consequences for the patient." The customer is concerned that during vertigoplastie (a minimally invasive procedure of the spine) a critical situation could arise if the location of the needle is not immediately visible. This issue is, however, a common risk associated with the procedure and is not necessarily device-related. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).